Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient had a pacing system infection. The patient reported fever and chills and an echocardiogram showed vegetation on the pacing leads. The implantable pulse generator (ipg) system was explanted and the patient received temporary pacing until a new system could be implanted. No further patient complications have been reported as a result of this event.